Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they need support with their icm. Their cardiology team were unable to help sort out the problem. The icm remains in use. No patient complications have been reported as a result of this event.